Manufacturer narrative:
(B)(4).

Event description:
It was reported upon inserting the dilator and sheath the clinician noted the end of the sheath started to "scrunch up". At which time, the PICC nurse opened up a galt dilator and sheath and replaced the arrow dilator and sheath. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause of the peel-away sheath damaged during insertion could not be determined based upon the information provided and without a sample. No further actions will be taken.